Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received indicated that the device is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra engine (engine). During the procedure, the tubing was connected to the patient when it was reported that more than thirty seconds elapsed before all four indicator lights illuminated. However, the procedure was completed successfully using the same engine. There was no report of an adverse effect to the patient.